Event description:
As reported: end of blood line was cracked causing extracorporeal sys to fill with air. Staff unable to return pts blood, therefore sys discarded, ebl 250 ml. No adverse effects to pt. Hd treatment re-started without incident. Actual sample saved for eval. MDR filed due to blood loss.

Manufacturer narrative:
10/17/97, sample rec'd at mfg plant, awaiting completion of eval. 11/6/97 the actual sample blood line was visually inspected according to fmc procedure for any mfg defects. The luer tip of the pt luer lock connector appeared to be distorted. Distortion on pt luer lock connector was identified as a "short shot". This occurs during mfg, when a mold cavity does not fully fill with material. After performing visual examination, the complaint was confirmed. Based on the analysis, the problem was cuased by a short shot. Incoming inspection records on the lot were acceptable. Co consider this to be an isolated incident, as there is no record of similar complaints with trending. The supplier of the pt connector has been notified of the confirmed defect. Co will continue to monitor.